Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead explant procedure. The patient had been experiencing problems going to the restroom and increased leg pain. The physician believed that the epidural space did not have enough room for the paddle lead. The physician does not know the cause of the leg pain but did not believe that the increased leg pain was caused by the device. No device malfunction was suspected. The patient was doing well postoperatively.